Event description:
It was further reported that the balloon was inflated to 14atms for 8 secs. And ruptured on the 3rd inflation.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non tortuous and moderately calcified left ascending artery (lad). The lesion was predilated with an apex 2.5 x 15mm and apex 2 x 20mm balloon catheters. The 2.5 x 15mm apex mr balloon catheter was inflated and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: an examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at approximately 3mm proximal to the proximal edge of the distal markerband and it extended proximally along the balloon for a total length of 5mm. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).